Event description:
It was reported that upon interrogation at a routine follow-up appointment, this implantable pacemaker displayed a code 1003, indicative of battery voltage too low for the projected remaining capacity. The physician performed an integrity check and elected to give the patient a home communicator to begin remote monitoring. At this time, the pacemaker remains implanted and in-service. No adverse patient effects were reported.